Event description:
The customer reportedly obtained a 407mg/dl on the accu-chek aviva system in comparison to the professional meter result of 117mg/dl. The results were obtained within a ten-minute timeframe. The paramedics did not treat the customer and transported her to the hospital. Her blood glucose result was 117mg/dl on the hospital meter. The customer was diagnosed with a stomach virus and was not treated for diabetes at the hospital. No adverse event reported. New system sent to customer and return requested.